Event description:
User facility reported they have had three surgical site infection, and all had part of a bard hernia mesh implanted. The mesh was apparently cut up and resterilized at the user facility. Reporter is unsure of the method used to resterilize the mesh. The patches were implanted three times in 2008. Two were inguinal procedures and one was an umbilical procedure. It was determined that the original mesh was implanted after the expiration date of the mesh. On the first implant date, patient had a left inguinal hernia repair with mesh implant. On eight days later, the patient presented to the emergency room where he was diagnosed with a surgical site infection (ssi) of the left inguinal hernia incision site. The infection was successfully resolved with treatment of oral antibiotics. Infection did not require hospitalization. (Reference MDR 1213643-2008-00472). On the second implant date, patient had a right inguinal hernia repair with mesh implant. On the following month, the patient presented to the emergency room where he was diagnosed with a surgical site infection (ssi) of the right inguinal hernia incision site. The infection was successfully resolved with treatment of oral antibiotics. Infection did not require hospitalization. (Reference MDR 1213643-2008-00471). On third implant date, patient had an umbilical hernia repair with mesh implant. On approx two months later, the patient presented to the emergency room where he was diagnosed with a surgical site infection (ssi) of the umbilical hernia incision site. The infection was successfully resolved with treatment of oral antibiotics. Infection did not require hospitalization. (Reference MDR 1213643-2008-00473).

Manufacturer narrative:
User facility stated that prior to use this device was opened, cut into three pieces and resterilized prior to being implanted into three patients. All three patients developed an infection. There is no indication that the device design or manufacturing process caused or contributed to the event. Reference mdrs 1213643-2008-00471 & 1213643-2008-00473 for information related to the other two patients involved in this event.